Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A pusher wire, introducer sheath and main coil were returned for this complaint. Visual inspection was performed and revealed that the main coil and pusher wire were not interlocked. The pusher wire was inspected and was found kinked. The coil was returned stretched and kinked. Functional inspection was performed and the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was found detached. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles on the main coil due to coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09feb2021. It was reported that the coil was stretched. The target lesion was located in the gastric vein. A 10mmx30cm 2d interlock coil was selected for use. During the procedure, the physician found the coil could not be advanced. The physician tried several times, but the coil was stretched. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed interlocking arm detachment and fiber loss.